Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat post hysterectomy vaginal vault prolapse, cystocele, enterocele, rectocele, urinary retention. It was reported that the patient underwent the concurrent procedures of suprapubic catheter placement, high uterosacral ligament vaginal vault suspension and enterocele placation. It was reported that patient underwent removal of two sutures from vagina, abdominal colpopexy, and burch retropubic urethropexy on (B)(6) 2010 due to recurrent pelvic organ prolapse with enterocele and stress urinary incontinence. Patient also underwent excision of vaginal dysplasia and removal of permanent vaginal suture with vaginal mesh on 05/07/2012 due to vaginal foreign body and vaginal intraepithelial neoplasia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary problems.

Event description:
It was reported that following insertion the patient experienced urinary problems.